Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Pacemaker was implanted on (B)(6) 2016. Reportedly, x-ray was performed during the implantation procedure, showing that the ventricular lead seems to be fully inserted in the connector. On (B)(6) 2016, noisy egms were observed, and mv sensor was deactivated. Since the implantation, the lead impedance has been intermittently saturated at 3000 ohms. Ineffective sensing and pacing were observed during real time tests on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
Pacemaker was implanted on (B)(6) 2016. Reportedly, x-ray was performed during the implantation procedure, showing that the ventricular lead seems to be fully inserted in the connector. On (B)(6) 2016, noisy egms were observed, and mv sensor was deactivated. Since the implantation, the lead impedance has been intermittently saturated at 3000 ohms. Ineffective sensing and pacing were observed during real time tests on (B)(6) 2016.